Event description:
On 3/13/96, difficulty was encountered in flushing the catheter. On 3/14/96, pt complained of severe burning in the right chest area with administration of medication. Use discontinued and pt underwent surgery on 3/15/96 for removal of and replacement. Internal membrane noted to be completely separated from surrounding plastic.